Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was unable reprogram the left ventricular (lv) lead pacing vector, which was programmed left ventricular one to right ventricular coil. It was noted that manual threshold testing, and automated pacing polarities testing was done, but reprogramming the left ventricular vector could not be done. The device was at recommended replacement time (rrt) and the mode was pacing mode was programmed dual chambers paced, dual chambers sensed, and dual response to sensing (ddd). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: evfxplus-29 transcatheter valve implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was unable reprogram the left ventricular (lv) lead pacing vector, which was programmed left ventricular one to right ventricular coil. It was noted that manual threshold testing, and automated pacing polarities testing was done, but reprogramming the left ventricular vector could not be done. The device was at recommended replacement time (rrt) and the pacing mode was programmed dual chambers paced, dual chambers sensed, and dual response to sensing (ddd). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was unable to reprogram the left ventricular (lv) lead pacing vector, which was programmed left ventricular one to right ventricular coil. It was noted that manual threshold testing, and automated pacing polarities testing was done, but reprogramming the left ventricular vector could not be done. The device was at recommended replacement time (rrt) and the pacing mode was programmed dual chambers paced, dual chambers sensed, and dual response to sensing (ddd). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.